Event description:
User called in to report that during a case with the stealthstation evolution system it became inaccurate. The user reported that they shut the system down and attempted to re-register the instruments. When they re-registered the instruments, the accuracy was still off specifically the shaver with the black array. Technical services was preparing to talk the user through re-registering the pt through tracer when the pt experienced a csf leak. The leak occurred when the surgeon was using the shaver with the black array while navigating. The leak was 2 mm and was repaired, pt kept 2 nights after the event in the hospital.

Manufacturer narrative:
Pt's weight requested but not provided. Medtronic employee tested system and all instruments. All instruments verified without issue and navigation accurately.